Event description:
My symptoms starting presenting with abdominal cramping. Saw my gyno and she said because of the inflammatory response of essure, it's normal and can continue long term. I could remove them if it's bothersome. In (B)(6) of 2019, I started having pain and numbness in my right arm. Xrays and MRI ruled out pinched nerves. My primary suggested to see a neurologist to entertain ms. I saw her and she suggested carpal tunnel. Performed an EKG and it was normal. One day I woke up with my right leg becoming numb. Went to the ER. Was seen by a group of ms doctors and upon examination, they ordered more MRI's and sent me home. Two days later I was falling over and my face started to go numb and my vision was blurry. The ms doctors admitted me for evaluation. I was there for 5 days in which my body became completely affected and couldn't walk. Pain was terrible. Had MRI's, various blood tests and a lumbar puncture. Everything was normal. To reduce the inflammation in my whole body they started me on infusions of solumedrol for 5 days and then a prednisone taper after that. As soon as they wore off, the symptoms would come back. This continued and my drs tried immunosuppression drugs to help. They made me sick. In (B)(6) 2019 I had to endure another round of solumedrol as my symptoms were becoming debilitating again. Again after the treatment ended, the symptoms came back. In (B)(6) of 2020 I underwent 2 rounds of immunosuppression treatment to combat what the drs think is an inflammatory autoimmune disorder of some sort but didn't know exactly what. In (B)(6) of 2020 I saw a rheumatologist to see if there was something else it could be. We did a lip biopsy to check for sjögren's syndrome. Also negative. In (B)(6) 2020 I underwent a follow up MRI, again normal. In (B)(6) of 2020 I started getting severe pain in my limbs, numbness, blurry and double vision and eventually couldn't walk without the assistance of a cane. I went to the ER again and was admitted for 4 days. MRI's were repeated, blood tests were given. Again, no explanation. It is believed now that the inflammatory response to the essure implant for my body to close up my fallopian tubes never stopped causing my whole body to become in a constant state of inflammation causing severe, debilitating side effects that have affected my whole entire body. FDA safety report ID #: (B)(4).